Event description:
The customer reported to customer service that the suction on her pump in style breast pump was low and had caused mastitis, which was treated with antibiotics.

Manufacturer narrative:
The customer was sent a replacement pump. The customer reported that she was treated for mastitis. On (B)(4) 2015, a medela clinician called and spoke with (B)(6), who acknowledged receiving replacement pnsa. She finds the pump 'works fine' but finds she needs to massage her breasts and pump more frequently to effectively empty her breasts. She received lactation care from her nurse practitioner who prescribed lecithin to avoid recurrent mastitis. This has worked well for venice and there has been no further infection. Advised use of all purpose nipple ointment (dr. (B)(6)) to increase comfort and prevent infection. This issue is resolved without further adverse effect. Further clinical follow-up is not indicated. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed , or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed p. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.